Manufacturer narrative:
The referenced hf cable was not returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined. However, based on the similar reported events related to the reported hf cable and reported event, the most probable cause of the reported event can potentially be attributed to reprocessing, moisture invasion, or mechanical stress. The instruction manual contains several warning statements in an effort to prevent damage to the cable. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. Insufficient information was provided by the user facility, however, if additional information becomes available or if the device is returned to olympus for evaluation at a later date, this report will be updated accordingly.

Event description:
Olympus was informed that during a case the device caught on fire. No additional information was reported.